Manufacturer narrative:
Work order search found no similar complaints. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm513.2 implantable collamer lens of -6.50/1.0/103 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2021. On (B)(6) 2022, the lens was replaced due to refractive surprise. The problem was not resolved. Cause is reported as unknown.

Manufacturer narrative:
H3: product evaluation: lens was returned in liquid in a microcentrifuge vial. Visual inspection found a haptic broken lens. Dimensional inspection found lens to be within specifications. Functional inspection found that the returned lens did not meet original values measured at the time of manufacturing. Claim#: (B)(4).

Manufacturer narrative:
Corrected data: h2: device evaluation should have been selected in previous supplemental. H3: device evaluation: returned product evaluation found residue/debris on the lens - should have additionally been included in previously supplemental. Additional information: h6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim#: (B)(4).